Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that got a new part for his insulin part and ever since then, his blood glucose has been running over 500 mg/dl. Customer stated that since he had to switch infusion sets, his blood glucose has been high. Customer's blood glucose was 600 mg/dl. Customer treated with injections. Troubleshooting was performed. Customer found some air bubbles in the tubing. Customer was advised to remove the reservoir and rewind the pump. Customer stated that the insulin did exit the tubing during manual prime. Customer stated that he did not have a tubing clamp. Customer was advised to do a complete set change and to call back once he receives the tubing clamp to complete troubleshooting.